Manufacturer narrative:
(B)(4). The customer was requested to return the suspect device for investigation. At this time, the device has not been received by vyaire and an evaluation cannot be completed.

Event description:
A customer reported to vyaire medical that their vela ventilator blew multiple power supply fuses, causing motor fault errors. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The suspect ventilator power supply was returned to vyaire and evaluated. The reported complaint was confirmed and the root cause assigned to a component failure.